Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim that on (B)(6) 2012 patient experienced irritation on and/or around insertion site. Patient reported that after the insertion site was changed, problem were resolved. No medical intervention was required. At the time of the call, patient reported being fine.